Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - there was a rip in the rib portion of the pump.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information received and the evaluation of the returned device. A titan pump was received for evaluation. Quality detached all connectors of the pump to perform functional testing. Examination and testing of the returned components revealed a separation in the bulb of the pump. Testing revealed this to be a site of leakage. The separation appeared non-striated, dull and smooth, indicating that sufficient stress(s) was exerted to separate the site. Surface abrasion was noted on all tubes of the pump. No visual or functional abnormalities were noted with the detached connectors / tubing. Based on previous quality simulations and examination of the returned product, quality concluded that the smooth, dull and non-striated surfaces associated with this separation indicates that sufficient stress(s) was exerted on the bulb of the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5585215.

Event description:
According to the available information, malfunction - there was a rip in the rib portion of the pump. Additional information noted the rib of pump cracked.